Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to residual myopic astigmatism with monocular diplopia. Account indicated that the impact on the patient was double vision and decreased visual acuity. A different lens (eyhance model dib00 with 24.0 diopter power) was placed as the replacement iol. The patient was reportedly doing fine post surgery. No medical or surgical intervention was required. Visual acuities were provided as best corrected visual acuity (bcva) 20/30+2 pre-initial implant, 20/40 post-initial implant, 20/40-1 post-replacement. The lens is not available for investigation. No further information was provided.

Manufacturer narrative:
(Ethnicity and race): unknown as information was asked but it was not provided. Initial phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information and corrected data: upon further review of the file, it was noted that this event is no longer reportable as per new information received on 21 feb 2022 account revealed that the original intraocular lens (iol) was calculated based on preoperative measurements which resulted in residual astigmatism refractive outcome. Postoperative iol correction calculation revised the iol to a non-toric (prior follow-up with the account had clarified that the residual astigmatism contributing to diplopia ¿ there were no surgical complications or pre-existing conditions that may have contributed to diplopia - diplopia resolved following lens exchange). Therefore, this supplemental filing is to state that this event is not reportable per additional information received and no further information will be provided under MDR number 3012236936-2022-00308.